Event description:
It was reported that during a percutaneous coronary intervention a stent damage occured. The severely calcified lesion was located at the right coronary artery. Access was obtained via femoral artery using a 2.50x20mm promus element - drug eluting stent. Resistance was encountered while advancing to the lesion and the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention a stent damage occured. The severely calcified lesion was located at the right coronary artery. Access was obtained via femoral artery using a 2.50x20mm promus element drug eluting stent. Resistance was encountered while advancing to the lesion and the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Patient age at the time of event: above 18 years. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device was returned, a visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were lifted upwards. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to advance to, or cross a lesion. Traces of blood were visible on the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).